Manufacturer narrative:
The investigation into the low pump flow and the access site bleeding has been completed. The device was not returned for investigation. The data logs indicated several suction alarms, with the placement signal trending downward and the low pump flow was observed at the end of the case. The cause of the low pump flow issue was most likely patient condition related, based on data log review, and provided clinical details. The cause of the access site bleeding issue was not determined since the product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support that was ongoing with suction/low flows. The team treated the low flows and access site bleed with one unit of blood infused and three vials of albumin. The team wished to upgrade to a 5.5 support but vessel sizing not appropriate. Patient remained on cp support.